Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the patient had an allergic reaction.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment). Lot# e-pro 3.0-11427 (erkoloc-pro) was manufactured from 04/15/20 and was assigned with 3 years expiration. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper tray was returned in the original case. The results were summarized: roughness - the edge was smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and did not appear discolored. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. Case was returned in a good condition with label. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Additionally, the doctor noted the redness and irritation on the lips and patient was said to have no pre-existing conditions prior to delivery. Supplier erkodent reviewed the complaint details and determined the incident was rather an irritation on the lip and not an allergic reaction. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0) for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Event description:
Update: the provider did not see the "reaction," but the provider reports redness and irritation on the lips. The patient has nkda and no pre-existing conditions prior to the delivery of the device. The patient received the device on (B)(6) 2020 and the reaction occurred on (B)(6) 2020 . The patient used one night and discontinued the same day. The reaction lasted for 24 hours and was advised to take otc benadryl. With regard to the device: the patient was given the device out the package/case and placed into the patient's mouth, no adjustments were made. The patient informed the provider, that they did not use any product on the device to clean.

Manufacturer narrative:
Recevied updated information from the provider. Section b b3 updated to reflect new information b5 updated to reflect new information.